Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 (B)(4). Customer wanted to know what was the cause for his 8015 to turn on but the power on system keeps blinking. I explain to the customer that the cause of that error is a watch dog meaning that he had to replace the logic board. I give the customer the part number for the logic board and the customer said that he will just send the 8015 back. I said ok and the customer ended the call.